Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that more units than typical were used during the load fill tubing sequence resulting in an occlusion alarm. Customer's blood glucose level ranged between 248-249 mg/dl. A supply change was performed resolving the issue.